Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 511 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy.